Manufacturer narrative:
(B)(4)

Event description:
It was reported that in (B)(6) 2009, the patient was experiencing constant neck pain and lumbar pain. On an unknown date in (B)(6) 2009, patient underwent fusion surgery at c2-c3. The patient was implanted with rhbmp-2/acs. Further following the surgery, the patient was experiencing pain from neck to elbows and was unable to look up or down. The patient was in horrible pain for approx. Three months. On (B)(6) 2010, the patient underwent surgery at l5-l6 vertebrae and inserted two bars and four screws. The patient was implanted with rhbmp-2/acs. The patient was in more pain than prior to surgery. The patient experienced pain from back to knees. The patient experienced the same pain in back and neck as experienced prior to both of the surgeries.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.